Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the time was inaccurate on the pump. Additionally, the customer observed air bubbles in the patient line. Customer's blood glucose was 415 mg/dl. Tandem technical support assisted the customer with priming the air bubbles and changing the time.